Manufacturer narrative:
Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, extravasation at the access site was noted after the sheath removal. A graft stent was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Updated data: age at event: updated to (B)(6) years. Unique identifier (UDI) #: added (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.